Event description:
It is reported that during a rescue attempt, the device indicated a low battery condition. The pt was transferred to emergency services which arrived at the scene. It is reported that the pt did not survive.

Manufacturer narrative:
Summary: the actual device involved in the incident was evaluated. Based on the eval, the software incorrectly cleared a low battery warning, as addressed in recall. Also, service/maintenance of the device was not followed, according to the manufacturer's recommendations.